Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. Data was reviewed from the reported event date of 06jan2025. Beginning at 12:10, several no external power alarms activated consistent with losses of ac power to the system while the system controller was connected to the mobile power unit (mpu). The backup battery supported the system as intended during these losses of external power. The losses of external power did not prevent the controller from supporting the system as intended. Attempts to obtain addition event information were made, but no response has been obtained. The root cause for the loss of ac power was unable to be determined through this investigation. The device history records were not able to be reviewed due to the serial number of the mpu being unknown heartmate 3 patient handbook, rev. G section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU), rev. G, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook, rev. G section 6 ¿caring for the equipment¿ and heartmate 3 IFU, rev. G, section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 instructions for use, rev. G, section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook, rev. G, section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.